Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' One imp,tsv,4.1,8,mtx,mg (tsvt4b8) and one imp,tsv,4.1,11.5,mtx,mg (tsvt4b11) were returned for investigation. Visual evaluation of the as returned implants identified signs of use. Implant (tsvt4b8) was not fractured, and no damage was identified. Implant (tsvt4b11) was fractured at the collar region. Apparent bone, debris were attached to the external threads. Bone loss and infection could not be verified. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were 'low bone density ¿ type IV'. The reported device had been placed on tooth #24 and 26 (fdi) for approximately 4 years. X-ray & picture evaluation: picture or x-ray evidence not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (1217644 and 1234924) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization: sterilization record (op150 and op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (1217644 and 1234924) for similar events (complaint category keywords: fracture: implant and medical: bone loss and medical: infection) and one other complaint was identified. (B)(4): investigation has yet to be completed and results are not available at this time. Post market trending review: mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction (fracture of tsvt4b11) did occur, and the reported event was confirmed. Fracture of tsvt4b8 was unconfirmed. Bone loss and infection could not be verified.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implants at tooth sites 24 and 26 were removed due to fracture, bone loss and infection. Pain was reported as a result of the event. Patient would have to return to place new implants.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).